Manufacturer narrative:
G4: premarket/510(k) exceeded the character limit; the full numbers are: k090663, n970012. D2b: pro code (product code) exceeded the character limit; the full numbers are: fae, jcw. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of foreign material present in device was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the preparation of an implantation of this inflatable penile prosthesis (ipp) stackable rtes were opened by the circulator and passed to the scrub technician, the packaging was not damaged prior to opening. The scrub tech prepped the ipp cylinders and dumped the rtes out onto the back table to attach them to the cylinders and noted a hair on one of the rtes. The hair was inside the packaging. As a result, the procedure was complete with another rte. The tech retained the contaminated rtes to show her manager, but no pictures were available. No patient complications reported.

Manufacturer narrative:
G4: premarket/510(k) exceeded the character limit; the full numbers are: k090663, n970012. D2b: pro code (product code) exceeded the character limit; the full numbers are: fae, jcw.

Event description:
It was reported that during the preparation of an implantation of this inflatable penile prosthesis (ipp) stackable rtes were opened by the circulator and passed to the scrub technician, the packaging was not damaged prior to opening. The scrub tech prepped the ipp cylinders and dumped the rtes out onto the back table to attach them to the cylinders and noted a hair on one of the rtes. The hair was inside the packaging. As a result, the procedure was complete with another rte. The tech retained the contaminated rtes to show her manager, but no pictures were available. No patient complications reported.